Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported "admin system" error has not yet been possible. Mmdg notes that the error, as described by the customer, is not a known error that is described in the painsmary iod user manual. An investigation of the actual device would be necessary to determine the error (if any) actually experienced. Moog will update this report with new information as it becomes available. Device not returned to manufacturer.

Event description:
Customer stated in medwatch mandatory report # (B)(4): "pca pump alarmed with admin system error. Pca pump and tubing were checked but required pca pump change. No patient harm." [Complaint-(B)(4)].